Event description:
Delayed onset of nodules and swelling reaction to volbella filler in lips. Pt was injected (B)(6) 2018 with volbella xc in the lips lot # v15la80564, exp 07/2020. Was treated on (B)(6) 2019 with oral and intramuscular steroids 80mg kenalog, im and oral prednisone 40mg taper and had some swelling in lip improvement but then remained with firm nodules in upper and lower lips. These were injected with hyaluronidase on (B)(6) 2019 then again on (B)(6) 2019 each with 150iu of amphadase with little to no resolution. The pt is certain this was from volbella and presents with classic presentation described in (B)(6) 2016 article in journal of dermatologist surgery artzi et al "resistant and recurrent late reactions to hyaluronic acid based gel" from volbella injected in lips and tear troughs. FDA safety report ID# (B)(4).